Event description:
Caller states that he obtained a result of 350mg/dl on the device and took 60 units of monalin r.he states that 2.5 hrs later he began to have low blood glucose symptoms and obtained a result in the 40's mg/dl. He reports eating ice cream and feeling better. Qc were used and reportedly within acceptable range. Requested return of suspect device and replacement was sent.